Event description:
It was reported that the lead impedance has increased. It was suspected the lead has been damaged due to some type of coaxial crushing. The lead will be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.